Event description:
It was reported that pt developed a pronounced clicking in affected knee approximately 23 months post-op. Knee was scoped with negative findings in 2003. Problem continued and it was decided to open the knee. Insert was found to be loose. Possibly due to interposition of a fragmemt of cement between insert and baseplate. Insert was exchanged without event.